Event description:
The surgeon tried to reposition the catheter and when he did the catheter broke. A portion of the catheter remains implanted in the pt. The remaining portion of the explanted catheter was discarded and not available for evaluation. A review fo the device history records will be performed.